Event description:
A customer reported that their AED's asi is flashing red, and reporting a service code. They reported that this did not occur during patient use.

Manufacturer narrative:
Although the customer initially reported a service code, review of the AED's internal log files determined that the AED was reporting a replace battery now warning. Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. This MDR is being submitted due to the AED becoming non-operational as a result of the battery reaching complete depletion without evidence of user intervention or maintenance following the initial low-battery indication.